Manufacturer narrative:
The device remains implanted and in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
A memory download was submitted for engineering review. A review of the memory found no resets or abnormal alerts. There was a recent change in the lead pacing impedance measurement from 700 to 500 ohms. There were several nonsustained ventricular tachycardia (vt) episodes recorded, with the most recent ones occurring on december 2016, that all show runs of five to nine fast beats. Engineering analysis is unable to determine if the changes in pacing impedance measurements and/or the nonsustained vt episodes were related to the patient's symptoms. This information was provided to the field representative to communicate to the physician.

Manufacturer narrative:
An investigation into this issue is currently ongoing. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that the patient with this device went to the clinic after feeling lightheaded and breathless on occasion. The patient was followed with a 24 hour holter monitor which revealed one bradycardia episode where the heart rate was 40 bpm and one missed pacing beat. The patient was seen again and interrogation of the device found all settings and lead measurements were normal. Testing was performed and no noise was observed. The loss of pacing was unable to be reproduced. It was suspected that the daily intrinsic testing performed by the device may have been the cause for the missed paced beat and the feature was turned off. In addition, there were many ventricular tachycardia (vt) episodes recorded. Further testing was performed using automatic capture. Although it was successful, the patient experienced dizziness during testing despite no observed loss of capture or disruption in pacing therapy. Additional programming changes were made and the patient was discharged. No adverse patient effects were reported. Data was sent to boston scientific technical services (ts) for additional review. A ts consultant reviewed discussed that the daily measurement testing does not cause the device to change the lower rate limit. It was noted that there have been some very intermittent intrinsic r-wave amplitude measurements with a very large range. It is possible that some other factors, such as noise or non-cardiac signals, are being oversensed. The ts consultant discussed that there could be loss of capture occurring or noise/oversensing which is resulting in the missed paced beats. As for the patient symptoms observed during pacing threshold testing, it was discussed that this could be related to the patient's condition and if they have any underlying disease, such as atrial fibrillation. No adverse patient effects were reported.